Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt did not wash their hands and did not put on a mask prior to starting pd therapy. Two days after onset, the pt visited the hospital due to the peritonitis. The peritonitis was manifested by abdominal pain. The pt was provided with an antibiotic prescription and sent back home on the same day. The unspecified antibiotic was to be delivered ip (intraperitoneally) for eight days to treat the peritonitis. The pt¿s dianeal dose remained unchanged, however, an additional exchange of dianeal 1.5%, with the antibiotic, was added (during the day) to the pt¿s pd regimen. At the time of this report, the pt was recovered from the peritonitis, however, their drain bag still showed some cloudiness. Additional information was requested but is not available.